Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported a thin flap in the right eye after lasik. A bandage contact lens was placed on the eye. The patient was seen in follow up one day post-op and it was noted that the patient had trace haze and mild corneal defect. The patient was given topical antibiotics, steroids, and tear drops. The bandage contact lens was removed at the three day post-op visit where it was noted that the corneal defect had resolved. The patient was seen at a one week post-op visit where it was noted that the cornea was clear and symptoms had resolved. The patient continues to do well.

Manufacturer narrative:
Corrected information received states that the initial date received by manufacturer is 04/13/2017. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Log file review shows all laser system functions were within specifications for the respective treatment. Technical service verified the system and showed that the inclined offset was set from 54 to 42 during service onsite visit which means that the flaps are about 10 um thinner. The inclined offset was reset to 50 during service onsite visit. This case occurred during the time between these two service onsite visit. The root cause for the reported event could be a slightly thinner setting of the cutting depth. The root cause for thin flap could not be identified conclusively however, a setting of the cutting depth (offset value) within the lower range of specification is the most likely root cause. A possible contributing factor could be a fluid layer between the applanation cone and the cornea that can cause a significantly reduction of the achieved flap thickness if the surgeon uses too much balanced salt solution before flap cutting. The root cause for haze and mild corneal defect cannot be identified conclusively. No technical root cause was identified as the product was found to be within specifications. (B)(4)